Event description:
My husband and myself had injections of juvederm. The day of the procedure, my lips swelled and now I am black and blue on my face, I look like I've been in a car wreck. We feel that the surgeon is competent, but not the product. We had this done the same day that the story hit the news, but we didn't hear about it. Dose or amount: 1 vial. Dates of use: 2008. Diagnosis or reason for use: wrinkles.